Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the retainer ring was broken. The customer's blood glucose level was unknown. The customer also reported that the reservoir compartment was broken. The device will not be returned for analysis.